Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was continuously failed and would not recover. A field service engineer (fse) reported that drawer 2.2 half high matrix was not closing properly without being forced, and drawer 2.1 was failing to unlock for the customer. The station was powered off, and the half height drawer 2 was removed. The hard stop was loosened and adjusted further toward the back of the drawer, allowing the latch to lock correctly. After the adjustment, the drawer was reinstalled, the hardware was rebooted, and all hardware tests were performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pas4 drawer was repeatedly failed multiple times per day for several users. Although the drawer recovered, it continued to fail again shortly afterward. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.